Event description:
On 1/2/97 pt had open reduction internal fixation of fractured left hip. 1/8/97 discharged. 3/13/97 pt admitted when experienced severe pain to left hip. X-rays revealed the proximal fragment head and neck displaced into varus position and the compression hip screw migrated out of the superior aspect of the neck and head. 3/19/97 pt underwent surgery to remove internal fixation devices left femor, left hip arthroplasty with head and neck replacement prosthesis.